Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the system functioned as designed. The navigation system then passed the system checkout and was found to be fully functional. The logs for the navigation system were returned to the manufacturer for evaluation. Analysis found that the logs indicated the reported issue was related to a known software anomaly in the medtronic navigation software anomaly tracking database. Concomitant medical products: product ID: 9 735737, serial/lot #: version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used for an unknown procedure. It was reported that the system gave an alert ¿internal error 64¿ message during a procedure. It was noted that the surgeon was performing a trace registration at the time when the error popped up and the 3d model disappeared. The manufacturer representative stated that the site rebooted the system and it appeared to resolve the issue. There was a 10 minute delay to the procedure and there was no impact to patient outcome. Additional information was received from the manufacturer representative. It was reported that the issue occurred during a tumor resection procedure. It was unknown what caused the issue.